Event description:
"S/p b subgl transax bioplasty gels. MRI revealed fluid, but no other probs. 1998 was hit by truck with trauma to l chest. Cxr at time was negative but because of increasing local pain, had us which indicates l rupture. (No records of type of implant). In addition thinks they feel a l lump at 10:00 reoccurring and has systemic sx's which are disabling. These include arthralgias/myalgias (+ am stiffness), paresthesias, dysesthesias, spasms, swelling, fatigue, sleep disturb, adenopathy, hot flashes/chills, ha's, low grade fevers, visual changes, dizziness, memory loss, blotchy rashes, sens cold/chem, sob/cp/costochondritis, wgt gain, easy bruising, constipation and bladder disturb. Pt is otherwise healthy."